Event description:
It was reported that at mca acom (middle cerebral artery), the stent (subject device) distal tip was not opened. The stent (subject device) was deployed in patient's vessel. The procedure completed successfully without any medical intervention. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted in the patient.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the device was not returned. It was reported that the stent distal tip was not opened. The procedure completed successfully without any medical intervention. Subject stent was deployed in patient's vessel. The device was not returned as it was implanted. A review of all of the available information fails to indicate any potential cause for the reported stent failure to open, therefore an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that at mca acom (middle cerebral artery), the stent (subject device) distal tip was not opened. The stent (subject device) was deployed in patient's vessel. The procedure completed successfully without any medical intervention. No clinical consequences were reported to the patient due to this event.